Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced the high blood glucose, the customer's blood glucose was 500 mg/dl. The customer was treated by changing the infusion set and gave himself manual injection. The insulin pump had insulin flow blocked alarm. The auto mode was active on the insulin pump. Customer reported that they was not feel okay to perform troubleshooting. The troubleshooting was performed for the insulin flow blocked alarm and event was resolved by changing complete set. The insulin pump will not be returned for analysis.